Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The battery remaining longevity decreased three years in one year. The patient will be kept under remote monitoring. This device remains in service. No adverse patient effects were reported. The complaint device remains in service; therefore, no product analysis could be performed. The complaint investigation conclusion code is no problem detected.